Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 90 mg/dl and blood glucose was 40 mg/dl. Customer also indicated that a lost sensor and sensor error alarms were received. Troubleshooting assisted to clear alarms and advised customer on proper insertion and site technique and how to properly calibrate.